Event description:
Pt scheduled for right shoulder arthroscopy with stabilization. The mini revo screw used in this procedure broke off in the shoulder at the eyelit portion of the revo. A second and third revo suture also broke. Retrieval attempts for all three were unsuccessful. A fourth attempt was successful with a different suture.